Event description:
The reporter stated a cc4204bf collamer plate lens wouldn't advance in the cartridge. The surgeon inserted the lens but removed it due to it being unknown if the lens had been damaged during insertion.